Event description:
It was reported by the aci sales professional that a male patient underwent an interventional carotid procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f cordis sheath. A 50/50 contrast and saline mixture was used. Peri-procedure the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site, scar tissue in the tissue tract and the vessel to be 5mm in size. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician was pulling the balloon back towards the arteriotomy, the balloon appeared to have ruptured and access appeared to have been lost. The physician decided to remove the device from the patient and convert the patient to manual compression for approximately 15 minutes, with no further complications noted. The patient was hospitalized overnight and discharged from the hospital the next day ((B)(6) 2013). The patient's hospitalization was not mynx device/mynx procedure related. The device was inspected outside of the patient and the balloon did not lose pressure when inflated.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.